Event description:
Provider spoke to technical services to advise the chair turns on and off intermittently while the customer is driving.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.